Manufacturer narrative:
One device was returned for analysis. Review of service history found no repair in the previous 12 months. Review of event log found error 41100. Visual and functional testing was performed. Error was not replicated. Probable cause was user error.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has experienced an error 41100 and an internal noise while charging. There was no reported patient involvement but no harm.